Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the sphincterotome wire snapped. The device was withdrawn from the endoscope and the procedure was completed with a different, but similar device. The user facility also reported that the device was used with an electrosurgical unit at the time of the event, but claimed that the current setting was appropriate. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. If additional significant information is received, this report will be updated. This report is being submitted as an MDR in an abundance of caution.